Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the dilator could not be inserted as the tip of the dilator was damaged. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged dilator tip was confirmed, but the exact cause could not be determined from the sample analysis. One vessel dilator was returned for investigation. What appeared to be dry blood residue was observed at the distal tip of the dilator. A microscopic examination of the dilator tip revealed the orifice to be pinched together. A functional test revealed that a guidewire could not pass through the dilator. What appeared to be impressions and distinct lines were observed along the length of the dilator at the distal tip. The dilator shaft appeared to be flattened between these longitudinal lines; however, the exact cause of the deformation could not be determined from the sample analysis or manufacturing review. There were no distinguishing features or additional evidence which could aid in identification of a specific root cause.

Event description:
It was reported that the dilator could not be inserted as the tip of the dilator was damaged. There was no reported patient injury. No other information was provided.